Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime/a33 and displacement test. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had motor error alarm. Customer's blood glucose level was unknown at the time of the incident. Customer stated the drive support cap appears normal. Customer stated insulin pump had not been exposed to high magnetic field. Customer was able to complete pump rewind. Customer stated that in pump alarm history contains neither an motor position encoder error alarm nor more than one motor error alarm within a 30 day period. Customer stated displacement test was passed. The device will not be returned for analysis.